Event description:
The pt reportedly developed a minor infection at the implant site. The pt was treated with bactroban and clindamycin for one week. The infection has resolved and the pt is doing well.

Manufacturer narrative:
The pt is currently doing well. The device remains implanted. This is the final report.